Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: service discovered and reported high output on cut 6, as well as cosmetic damage to the front panel overlay. Analysis conclusion: the reported issues of high output on cut 6 and cosmetic damage to the overlay, were both confirmed. Pearson testing was used to confirm the power output on cut 6 was 26.83 w, which is higher than expected output of 16-24 w. All other settings were within specification. Due to limited/unavailable parts for the pulsar ii, the cause of the failure was not able to be determined and the decision was made to scrap the generator. Operational damage was also identified on the front panel overlay, which was cosmetic in nature, with no impact to functionality. If information is provided in the future, a supplemental report will be issued.

Event description:
Service initiated: during servicing of the pulsar generator, high output was reported on cut 6. There was no patient involvement; therefore, patient information is not applicable.